Event description:
The customer stated, he was taken to the hospital due to high blood glucose levels. The customer also stated, he inserted the infusion set incorrectly prior to hospitalization, therefore, the insulin pump was not at fault.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.